Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and infusion set leak. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for the infusion set leak was performed. Customer advised the infusion set leaked at the site. Customer advised they changed out their infusion set and will send it back for analysis. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.